Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent a non-related surgical procedure wherein the ipg was not placed into surgery mode prior to the procedure. In turn, the patient's ipg was unable to communicate with external devices and the patient lost therapy. As a result, surgical intervention occurred wherein the ipg was explanted and replaced

Manufacturer narrative:
Correction: section d1, d4, d6a, PMA/510(k) # - the ipg should have been a drg ipg rather than scs ipg.